Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 542 mg/dl. The customer had no symptoms and treated with a manual injection. The customer reported a no delivery alarm. The customer was unable to remove the infusion set to completed troubleshooting. The technician advised the customer to monitor the insulin pump. The insulin pump was not returned for analysis.